Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia") and infection ("infection"). The patient was treated with surgery (she underwent total vaginal hysterectomy due to complications from the essure device). Essure was removed. At the time of the report, the pelvic pain, menorrhagia and infection outcome was unknown. The reporter considered infection, menorrhagia and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration? Yes'), embedded device ('metallic essure device within the myometrium at the right cornu.') And pelvic pain ('pelvic pain / pain') in a (B)(6) female patient who had essure (batch no. 628144) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included energy decreased and body mass index normal. Concurrent conditions included iron deficiency anemia, vaginal bleeding, leg cramps, low back pain, uti (urinary frequency with decreased urine output x 3 days), lower abdominal pain (progressively worsening), hemangioma of liver, chronic venous insufficiency, eczema and uterine leiomyoma. Concomitant products included paracetamol (tylenol) for abdominal cramps, ferrous sulfate from (B)(6) 2017 to (B)(6) 2017 for anemia as well as medroxyprogesterone acetate (depo provera) from (B)(6) 2010 to (B)(6) 2010 and vitamins nos (multivitamin) from (B)(6) 2017 to (B)(6) 2017. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"), 28 days after insertion of essure. On (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced urinary tract infection ("urinary tract infection / infection (bladder/ urinary tract/vaginal) type: urinary"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, embedded device, menorrhagia, vaginal haemorrhage, depression, anxiety, migraine, headache, dysmenorrhoea, fatigue and weight increased outcome was unknown, the pelvic pain, urinary tract infection and genital haemorrhage had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion detail: after the essure procedure, at the left tubal ostia, there were 4 coils visualized; on the right tubal ostia, 2 coils were visualized. Patient received treatment for bleeding, migration, bladder/urinary problems , bladder infection , uti, vaginal infections , vaginal discharge. (B)(6) 2011, surgical pathology report revealed menorrhagia and uterine fibroids final diagnoses included uterus and bilateral fallopian tubes and ovaries, excision: serosa: fibrous adhesions. Cervix: no diagnostic morphologic abnormality. Myometrium: leiomyoma. Bilateral fallopian tubes: no diagnostic morphologic abnormality. Bilateral ovaries: no diagnostic morphologic abnormality. -there is also a metallic essure device within the myometrium at the right cornu. (Discrepancy noted from the statement of final diagnosis:- bilateral fallopian tubes: no diagnostic morphologic abnormality). Current weight (B)(6) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Urinary system x-ray - on an unknown date: normal appearance of the kidneys apart from a small left renal cyst. Hyperechoic lesion of the right lobe of the liver.. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, pelvic pain, infection, device embedded. Lot number: 628144 manufacture date: 2008-09 expiration date: 2011-09 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration? Yes'), embedded device ('metallic essure device within the myometrium at the right cornu.') And pelvic pain ('pelvic pain / pain') in a 42-year-old female patient who had essure (batch no. 628144) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included energy decreased and body mass index normal. Concurrent conditions included iron deficiency anemia, vaginal bleeding, leg cramps, low back pain, uti (urinary frequency with decreased urine output x 3 days), lower abdominal pain (progressively worsening), hemangioma of liver, chronic venous insufficiency, eczema and uterine leiomyoma. Concomitant products included paracetamol (tylenol) for abdominal cramps, ferrous sulfate from (B)(6) 2017 to (B)(6) 2017 for anemia as well as medroxyprogesterone acetate (depo provera) from (B)(6) 2010 to (B)(6)2010 and vitamins nos (multivitamin) from (B)(6) 2017 to (B)(6) 2017. On (B)(6) 2010, the patient had essure inserted. On (B)(6)2010, the patient experienced menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"), 28 days after insertion of essure. On (B)(6)2010, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced urinary tract infection ("urinary tract infection / infection (bladder/ urinary tract/vaginal) type: urinary"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, embedded device, menorrhagia, vaginal haemorrhage, depression, anxiety, migraine, headache, dysmenorrhoea, fatigue and weight increased outcome was unknown, the pelvic pain, urinary tract infection and genital haemorrhage had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion detail: after the essure procedure, at the left tubal ostia, there were 4 coils visualized; on the right tubal ostia, 2 coils were visualized. Patient received treatment for bleeding, migration, bladder/urinary problems , bladder infection, uti, vaginal infections , vaginal discharge. (B)(6) 2011, surgical pathology report revealed menorrhagia and uterine fibroids final diagnoses included uterus and bilateral fallopian tubes and ovaries, excision: serosa: fibrous adhesions. Cervix: no diagnostic morphologic abnormality. Myometrium: leiomyoma. Bilateral fallopian tubes: no diagnostic morphologic abnormality. Bilateral ovaries: no diagnostic morphologic abnormality. There is also a metallic essure device within the myometrium at the right cornu. (Discrepancy noted from the statement of final diagnosis:- bilateral fallopian tubes: no diagnostic morphologic abnormality). Current weight 165 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Urinary system x-ray - on an unknown date: normal appearance of the kidneys apart from a small left renal cyst. Hyperechoic lesion of the right lobe of the liver. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, pelvic pain, infection, device embedded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: new events abnormal bleeding, migration were added. Outcome of event pain, bleeding and uti were updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('metallic essure device within the myometrium at the right cornu.') And pelvic pain ('pelvic pain / pain') in a 42-year-old female patient who had essure (batch no. 628144) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included energy decreased and body mass index normal. Concurrent conditions included iron deficiency anemia, vaginal bleeding, leg cramps, low back pain, uti (urinary frequency with decreased urine output x 3 days), lower abdominal pain (progressively worsening), hemangioma of liver, chronic venous insufficiency, eczema and uterine leiomyoma. Concomitant products included paracetamol (tylenol) for abdominal cramps, ferrous sulfate from (B)(6) 2017 to (B)(6) 2017 for anemia as well as medroxyprogesterone acetate (depo provera) from (B)(6) 2010 to (B)(6) 2010 and vitamins nos (multivitamin) from (B)(6) 2017 to (B)(6) 2017. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"), 28 days after insertion of essure. On (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced urinary tract infection ("urinary tract infection / infection (bladder/ urinary tract/vaginal) type: urinary"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, menorrhagia, urinary tract infection, vaginal haemorrhage, depression, anxiety, migraine, headache, dysmenorrhoea, fatigue and weight increased outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, embedded device, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion detail: after the essure procedure, at the left tubal ostia, there were 4 coils visualized; on the right tubal ostia, 2 coils were visualized. (B)(6) 2011, surgical pathology report revealed menorrhagia and uterine fibroids final diagnoses included uterus and bilateral fallopian tubes and ovaries, excision: serosa: fibrous adhesions. Cervix: no diagnostic morphologic abnormality. Myometrium: leiomyoma. Bilateral fallopian tubes: no diagnostic morphologic abnormality. Bilateral ovaries: no diagnostic morphologic abnormality. -there is also a metallic essure device within the myometrium at the right cornu. (Discrepancy noted from the statement of final diagnosis:- bilateral fallopian tubes: no diagnostic morphologic abnormality). Current weight 165 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Urinary system x-ray - on an unknown date: normal appearance of the kidneys apart from a small left renal cyst. Hyperechoic lesion of the right lobe of the liver.. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, pelvic pain, infection, device embedded. Quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- new event abdominal pain was added. Incident a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("metallic essure device within the myometrium at the right cornu.") And pelvic pain ("pelvic pain / pain") in a 42-year-old female patient who had essure (batch no. 628144) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included energy decreased. Concurrent conditions included iron deficiency anemia, vaginal bleeding, leg cramps, low back pain, uti (urinary frequency with decreased urine output x 3 days), lower abdominal pain (progressively worsening), hemangioma of liver, chronic venous insufficiency, eczema and uterine leiomyoma. Concomitant products included paracetamol (tylenol) for abdominal cramps, ferrous sulfate from (B)(6) 2017 for anemia as well as medroxyprogesterone acetate (depo provera) from (B)(6) 2010 and vitamins nos (multivitamin) from (B)(6) 2017. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"), 28 days after insertion of essure. On (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). On (B)(6) 2016, the patient experienced urinary tract infection ("urinary tract infection / infection (bladder/ urinary tract/vaginal) type: urinary"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, menorrhagia, urinary tract infection, vaginal haemorrhage, depression, anxiety, migraine, headache, dysmenorrhoea, fatigue and weight increased outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, dysmenorrhoea, embedded device, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion detail: after the essure procedure, at the left tubal ostia, there were 4 coils visualized; on the right tubal ostia, 2 coils were visualized. (B)(6) 2011, surgical pathology report revealed menorrhagia and uterine fibroids final diagnoses included uterus and bilateral fallopian tubes and ovaries, excision: serosa: fibrous adhesions. Cervix: no diagnostic morphologic abnormality. Myometrium: leiomyoma. Bilateral fallopian tubes: no diagnostic morphologic abnormality. Bilateral ovaries: no diagnostic morphologic abnormality. -there is also a metallic essure device within the myometrium at the right cornu. (Discrepancy noted from the statement of final diagnosis:- bilateral fallopian tubes: no diagnostic morphologic abnormality). Current weight 165 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72.562 kgs. Urinary system x-ray - on an unknown date: normal appearance of the kidneys apart from a small left renal cyst. Hyperechoic lesion of the right lobe of the liver.. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, pelvic pain, infection, device embedded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: pfs received: events: vaginal hemorrhage, urinary tract infection, depression, anxiety, migraines, headaches, dysmenorrhea, fatigue, weight gain, device monitoring procedure was not performed were added. Event onset date were added. Event outcome of pelvic pain was updated. Medical history were added. Concomitant drugs were added. Reporters were added. Reporter causality comment was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('metallic essure device within the myometrium at the right cornu.') And pelvic pain ('pelvic pain / pain') in a 42-year-old female patient who had essure (batch no. 628144) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included energy decreased. Concurrent conditions included iron deficiency anemia, vaginal bleeding, leg cramps, low back pain, uti (urinary frequency with decreased urine output x 3 days), lower abdominal pain (progressively worsening), hemangioma of liver, chronic venous insufficiency, eczema and uterine leiomyoma. Concomitant products included paracetamol (tylenol) for abdominal cramps, ferrous sulfate from (B)(6) 2017 for anemia as well as medroxyprogesterone acetate (depo provera) from (B)(6) 2010 and vitamins nos (multivitamin) from (B)(6) 2017. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"), 28 days after insertion of essure. On (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced urinary tract infection ("urinary tract infection / infection (bladder/ urinary tract/vaginal) type: urinary"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, menorrhagia, urinary tract infection, vaginal haemorrhage, depression, anxiety, migraine, headache, dysmenorrhoea, fatigue and weight increased outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, dysmenorrhoea, embedded device, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion detail: after the essure procedure, at the left tubal ostia, there were 4 coils visualized; on the right tubal ostia, 2 coils were visualized. (B)(6) 2011, surgical pathology report revealed menorrhagia and uterine fibroids final diagnoses included uterus and bilateral fallopian tubes and ovaries, excision: serosa: fibrous adhesions. Cervix: no diagnostic morphologic abnormality. Myometrium: leiomyoma. Bilateral fallopian tubes: no diagnostic morphologic abnormality. Bilateral ovaries: no diagnostic morphologic abnormality. -there is also a metallic essure device within the myometrium at the right cornu. (Discrepancy noted from the statement of final diagnosis:- bilateral fallopian tubes: no diagnostic morphologic abnormality). Current weight 165 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72.562 kgs. Urinary system x-ray - on an unknown date: normal appearance of the kidneys apart from a small left renal cyst. Hyperechoic lesion of the right lobe of the liver.. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, pelvic pain, infection, device embedded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia") and infection ("infection"). The patient was treated with surgery (she underwent total vaginal hysterectomy due to complications from the essure device). Essure was removed. At the time of the report, the pelvic pain, menorrhagia and infection outcome was unknown. The reporter considered infection, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2019: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('metallic essure device within the myometrium at the right cornu.') And pelvic pain ('pelvic pain / pain') in a 42-year-old female patient who had essure (batch no. 628144) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included energy decreased. Concurrent conditions included iron deficiency anemia, vaginal bleeding, leg cramps, low back pain, uti (urinary frequency with decreased urine output x 3 days), lower abdominal pain (progressively worsening), hemangioma of liver, chronic venous insufficiency, eczema and uterine leiomyoma. Concomitant products included paracetamol (tylenol) for abdominal cramps, ferrous sulfate from (B)(6) 2017 for anemia as well as medroxyprogesterone acetate (depo provera) from (B)(6) 2010 and vitamins nos (multivitamin) from (B)(6) 2017. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"), 28 days after insertion of essure. On (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced urinary tract infection ("urinary tract infection / infection (bladder/ urinary tract/vaginal) type: urinary"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, menorrhagia, urinary tract infection, vaginal haemorrhage, depression, anxiety, migraine, headache, dysmenorrhoea, fatigue and weight increased outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, dysmenorrhoea, embedded device, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion detail: after the essure procedure, at the left tubal ostia, there were 4 coils visualized; on the right tubal ostia, 2 coils were visualized. (B)(6) 2011, surgical pathology report revealed menorrhagia and uterine fibroids final diagnoses included uterus and bilateral fallopian tubes and ovaries, excision: serosa: fibrous adhesions. Cervix: no diagnostic morphologic abnormality. Myometrium: leiomyoma. Bilateral fallopian tubes: no diagnostic morphologic abnormality. Bilateral ovaries: no diagnostic morphologic abnormality. -there is also a metallic essure device within the myometrium at the right cornu. (Discrepancy noted from the statement of final diagnosis:- bilateral fallopian tubes: no diagnostic morphologic abnormality). Current weight 165 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72.562 kgs. Urinary system x-ray - on an unknown date: normal appearance of the kidneys apart from a small left renal cyst. Hyperechoic lesion of the right lobe of the liver. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, pelvic pain, infection, device embedded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: pfs received: events: vaginal hemorrhage, urinary tract infection, depression, anxiety, migraines, headaches, dysmenorrhea, fatigue, weight gain, device monitoring procedure was not performed were added. Event onset date were added. Event outcome of pelvic pain was updated. Medical history were added. Concomitant drugs were added. Reporters were added. Reporter causality comment was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.